Event description:
It was reported that during a shoulder arthroscopy, the distal tip of the unit broke off inside the pt. Further, the tip was retrieved.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.